Manufacturer narrative:
Inspected 3 opened or used reservoirs. Performed leak test and reservoirs passed per specification. No leakage anomaly was observed during analysis.

Event description:
It was reported that the reservoir leaked. The blood glucose reading was 190 mg/dl. The reservoir leaked during normal use. Insulin is located in the reservoir compartment. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.